Event description:
In 2009, the patient reported she woke up with a blood glucose reading of 400 mg/dl and has been unable to decrease it. She said at 2pm, she took a 3.0 unit injection of insulin and her reading decreased to 340 mg/dl. To troubleshoot, the patient confirmed her basal rates and profile were accurate. She stated she put in a new battery after noticing her elevated readings as her battery had been in use for 4-5 weeks. She said, she had no air bubbles in the cartridge this morning when she took out the cartridge. She inserted a partially filled cartridge yesterday because she ran out of insulin and removed the cartridge this morning to finish filling it. After re-filling the cartridge, there were small bubbles at the bottom of the cartridge and a large air bubble at the top. She said, there is now 269 units of insulin in the cartridge. She was instructed to disconnect from her headset and complete the change cartridge procedure, setting the piston rod to 264 units. She did so an primed until no air bubbles remained. She reconnected to her device. She again measured her blood glucose which was 349 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.